Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, and mitral regurgitation. Complications reported included heart failure, mitral regurgitation, hypertension, dyspnea, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: persistent severe tricuspid regurgitation after mitral transcatheter edge-to-edge repair: prognostic implications of guideline-based eligibility for transcatheter tricuspid valve intervention b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "persistent severe tricuspid regurgitation after mitral transcatheter edge-to-edge repair: prognostic implications of guideline-based eligibility for transcatheter tricuspid valve intervention", was reviewed. This research article is a retrospective multicenter experience to evaluate the prevalence, determinants, and prognostic significance of persistent severe tricuspid regurgitation (tr) after mitral-transcatheter edge-to-edge repair (m-teer), with a particular focus on transcatheter tricuspid valve intervention (ttvi). The devices included in the study were mitraclip and pascal. The article concluded that persistent tr after m-teer identifies a high-risk subgroup, but adverse outcomes are primarily driven by patients ineligible for ttvi. Early anticipation of tr persistence and structured assessment of ttvi eligibility may enable timely intervention and prevent progression to untreatable right-sided heart failure. [The primary author was moritz kühlein, department of cardiovascular diseases, german heart center munich, school of medicine and health, tum university hospital, technical university of munich, munich, germany.] [The secondary and corresponding author was mark lachmann, dzhk (german center for cardiovascular research), partner site munich heart alliance, munich, germany.] This study included patients undergoing m-teer from 01 january 2015 to 31 december 2025. A total of 905 patients were included in the study, of which 73.3% (663) patients received an abbott device. The median age was 79.9 years. The majority gender was male. Comorbidities included arterial hypertension, diabetes mellitus, coronary artery disease, chronic obstructive pulmonary disease, atrial fibrillation, and mitral regurgitation.